Event description:
It was reported that a pt underwent a cesarean section procedure on (B)(6) 2010. During the procedure, the needle detached from the suture. There were no adverse pt consequences.

Manufacturer narrative:
(B)(4). Results: the actual device involved in this event was returned for eval. The needle was found to have a crack at the swaging area which caused detachment from the suture. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.